Manufacturer narrative:
The evaluation of the event is ongoing. Should additional information be received, a supplemental report will be provided.

Event description:
While evaluating an olympus bronchovideoscope it was discovered that the coating material was peeling off the connecting tube. There was no patient involvement during this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, it is presumed that the event was caused by the following stress applied to the insertion section: physical stress such as scratching and hitting at the insertion section, chemical stress due to reprocessing outside of instructions for use (reprocessing manual) recommendations, and/or stress due to poor storage conditions. The event can be detected and prevented by following the instructions for use (IFU). 3.2 inspection of the endoscope. 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. Olympus will continue to monitor field performance for this device.